Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic patient reported feeling vibratory notifier in days prior to clinic visit. No vibratory alerts were noted upon device interrogation. It was suspected that the device may have vibrated for an alert but not logged the event. No cause or event was linked to the reported vibratory notification. Patient was stable.

Manufacturer narrative:
Correction: - 'physician' should have been selected in initial report.